Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that the tibial articular surface provisional was discovered broken in a loan set during setup before a procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. One persona tasp ps left cd bottom was returned with the complaint for review. The visual inspection of the tasp bottom confirmed that the central post fractured off the tasp. All the pieces were returned for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot has been in the field for approximately two years and six months. It is unknown how many times the device has been used. The DHR results were reviewed for deviations and/ or anomalies with none identified. This device is used for treatment. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Previous investigation was opened for the breakage of tasps. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.